Event description:
A patient reported since her implantable neurostimulator (ins) was replaced they could not get it set right, she is back to using the bathroom all night, not emptying, and having infections. The patient noted her certain 2 is really abnormal and she has shooting pain at the ins site and down her leg, which is extremely painful. The patient noted her previous ins worked so well and she just loved it, it was replaced due to normal battery depletion. The patient stated her healthcare professional (hcp) said it was something to do with the programming and tried to get a manufacturer representative (rep) to come to the office, but the hcp's office said all the reps quit and no one will come to the office. Since the rep cannot come to the office and help her and due to her complications they had to turn it off. The patient was upset and crying. There are no emi or medical procedures that could be related to the issue. The patient noted it seems like the hcp implanted the replacement ins deeper with a larger incision. The patient noted it is in a different location than her prior one. The patient said the hcp told her it never settled into the pocket. There are no traumas or falls that could be associated with the issue. It was noted that after the patient turned it off they did botox but that did not help at all. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.